Event description:
Covidien received information that the distal marker of the echelon micro catheter could not be observed under fluoroscopy guidance during an aneurysm case. It was reported when the device was examined upon removal it was identified only one of the two marker bands was visible. A new echelon micro catheter was used successfully. There was no patient complication reported as a result of this event.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The catheter was returned for investigation. Upon receipt the catheter was examined and the tip was found to be shaped. The distal marker band was found to be at the catheter tip. Upon further examination, the tubing material at the distal tip exhibited with signs of plastic deformation (melting) with the braiding exposed. Based on the above findings, the customer's report was not confirmed as both marker bands were present. The distal end exhibited plastic deformation (melting) of the tubing material. The cause for the damage possibly was the result of shaping of the catheter tip. The damage also possibly contributed to poor visualization of the distal marker band under fluoroscopy. All catheters are 100% inspected for damage and irregularities prior to packaging. The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. (B)(4).